Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was observed on the right atrial (ra) lead's presenting and stored electrograms (egm). The ra lead remains in use and reprogramming has been scheduled. No patient complications have been reported as a result of this event.